Event description:
Customer reported an issue with the dpm 6/7 pt monitor's mpm module which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Unit will be returned for further eval.